Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the device was at pre-implant and got a yellow screen. After analysis was completed it was discovered that the device showed voltage was too low for projected remaining capacity related to code 1003. Per faults and actions, the pacemaker can not be implanted. No patient involvement.